Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v009060, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was told by their doctor at their last implant surgery on (B)(6) 2015 that they would need to have their leads replaced as well because only 1 or 2 of the ¿connectors¿ were still working. The patient stated that a manufacturer representative was present when they were told this by their doctor. No symptoms or complications were reported.